Manufacturer narrative:
(B)(4). D10: 51-105140 tprlc xr t1 pps 14x148mm 7216800. 51-105130 tprlc xr t1 pps 13x146mm 7136660. G2: foreign: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection of the circulated items that the sterile packaging was found to be damaged. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d9; g3; h2; h3; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2025-00279. 0001825034-2025-00280. Visual examination of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. The complaint was confirmed based on the evaluation of the returned product and provided photos. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.